Event description:
It was reported that the patient had 3 tears in their driveline. Each tear was less than 1 cm in size. There was no visible damage to the wires so it was repaired with rescue tape.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the outer silicone sleeve of the patient¿s driveline could not be confirmed as no photos depicting the damage were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided the patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information on how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents also instruct the user to call their hospital if they think, for any reason, any portion of their equipment is not functional as usual, broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.